Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and the analysis was inconclusive. A cause for the battery depletion was not determined during analysis. Examination of the performance data indicates that a high current condition began when the battery voltage was approximately 3.04 volts. There was no indication of a power on reset (por) prior to the opening of the shield. A por was inadvertently triggered prior to the initial current drain measurement. Because the voltage doubler was enabled from the por, a valid current drain was not recorded. Following the por, the voltage doubler was reset and the current drain was found to be nominal at that point. The device was monitored and examined in various modes in attempts to induce a high current condition. A high current condition was not observed during evaluation of the device, therefore, a cause for the rapid battery depletion was not identified. Analysis also revealed that the device had a normal battery depletion and met 80% of the expected longevity.